Event description:
Rymed caps broke. No known pt injuries. Nhrmc had multiple events of rymed caps breaking. No known pt injury. MFR ref notified and involved in switching out the products. Unit: cc-1, meds infusing: unasyn, fentanyl, protonix, propofol start date: na. Date cap changed: 06/06/2014. New central line. Refer to ref #'s: mw5055298, mw5055299, mw5055301, mw5055302, mw5055303, mw5055304, mw5055305, mw5055306, mw5055307, mw5055308, mw5055309, mw5055310, mw5055311, mw5055313, mw5055314, mw5055315, mw5055316, mw5055317, mw5055318, mw5055319, mw5055320, mw5055321, mw5055322, mw5055323, mw5055324, mw5055325, mw5055326, mw5055327, mw5055328.